Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left circumflex (lcx) artery with mild tortuosity and moderate calcification. Atherectomy was performed at the lesion site prior to the successful deployment of the 2.50 x 38 mm xience alpine rx drug eluting stent. During removal of the xience alpine rx, the stent balloon was unable to deflate properly and became stuck. Re-inflation and deflation of the balloon was performed but the catheter remained stuck inside the anatomy. The patient's heart rate and blood pressure dropped, therefore another balloon was advanced and inflated at the proximal lcx in order to compress the guide wire to enable removal of the stent delivery system from the patients anatomy. The patient's condition stabilized without treatment. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove was able to be confirmed. The reported deflation issue was unable to be confirmed. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, the images provided confirm that there was difficult in removing the stent delivery balloon of the lcx stent. The images do not confirm how the delivery balloon was removed but they do show additional work in the coronary arteries after removal of the stent delivery balloon. Hypotension is listed in the xience alpine everolimus eluting coronary stent systems instructions for use of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.